Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and a and e error code. The customer's blood glucose value was unknown. Customer stated insulin pump had grinding noise and random no delivery alarms. Customer stated insulin squirt out. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specifications and passed self-test, a21 error test and displacement test. No unexpected low battery, battery out limit or failed battery test alarms noted during testing. However, device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test or verify no delivery alarm due to motor error alarm. Motor passed motor test. Device passed rewind test and no rewind grinding loud noise anomaly noted.